Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No stuck buttons noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer's blood glucose was 130 mg/dl. The customer did not observe any significant events leading to the alarm. The customer also reported that the up button was sticking, and the issue had started about a week prior. Troubleshooting could not be done for the keypad anomaly since the customer was rushing to get off the phone. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.